Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the right axillary artery for mechanical circulatory support. On day 2 of support, the patient experienced hematoma following the impella 5.5 implant. The patient was brought to operating room, and the hematoma was evacuated, and it was reported there were no further complications. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.

Manufacturer narrative:
Investigation summary: no product returned. Asae/hematoma: hematoma post op 5.5. Back to or for evacuation.the cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 1994108. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.